Manufacturer narrative:
No button response due to button and or keypad connector unlocked. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had buttons that did respond well when pressed. Blood glucose reading was 15.3 mmol/l. The buttons had to be pressed hard to make it work. Advised that the insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).